Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Initial reporter is unknown. No information has been provided to date.

Event description:
It was reported that the clutch slipped during occlusion test. No patient injury was reported.

Manufacturer narrative:
Additional information received on 20july2022 via email and attached to complaint object: the problem was discovered on may 28th during the annual pm of the device. No patient involvement.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had a cracked right plunger case and battery door. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Normal wear, parts are 9 years old, causing the clutch halves to slip on the lead screw was found. Replaced lead screw, clutch spring and both clutch halves. The cause of the reported problem was traced to components failure. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 3500.